Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the scs system was explanted.

Event description:
Additional information received stated that the patient's discomfort had resolved.